Event description:
It was report patient underwent knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014, due to trauma. The bearing was removed and replaced.

Manufacturer narrative:
Current information is indicative that trauma was the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings: "excessive activity, trauma and excessive weight have been implicated with premature failure of the implant by loosening, fracture, and/or wear."